Manufacturer narrative:
The t:slim pump user guide states: ¿very powerful electromagnets are sometimes used on ¿free-fall¿ or thrill rides. Remove your t:slim pump and do not take it on these types of rides. Also, on high-speed/high-gravity roller coasters, you should disconnect (not stop or suspend) your pump as well.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had taken the pump with them while on fair rides. Subsequently, multiple intermittent malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose was impacted 262 (mg/dl). The customer took a correction bolus. It was indicated that the customer would use manual injections as alternate insulin therapy.